Event description:
The user is questioning the performance of the device during deployment.

Manufacturer narrative:
Pr #: (B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.